Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) defib conductor fractured (crush); full lead in segments returned and analyzed.

Event description:
It was reported the lead showed oversensing, sensing difficulty, apparent lead fracture, and high thresholds. It was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.